Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the 8578 catheter found coring/tears/cuts in the seal of the sc (sutureless connector) that meet leak criteria. Per an analysis photo, a cored indent was seen down in the cup of the sc connector. The leaking was seen during pressure testing.

Manufacturer narrative:
(B)(4)- analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously reported conclusion code 92 no longer applies to this event.

Event description:
Additional information received reported the patient was admitted twice after implant for withdrawal symptoms. It was noted the patient recovered without sequela and there was no patient injury. It was further reported a rotor study and dye study were not performed. The removal of the pump was due to the event being device-related; however specific issues or malfunctions were not reported. Both the pump and catheter were replaced and returned for analysis.

Event description:
It was reported that after pump replacement, the patient experienced increased spasticity post-operatively. It was noted that there was an "other or unknown product issue." A dye and rotor study were performed, pump logs checked, and x-rays taken. It was determined that the catheter was intrathecal and patent. The pump was explanted and replaced by another from the same manufacturer. The patient was described as alive with no injury but had been hospitalized as a result of the event. The pump was delivering baclofen. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
(B)(4).

Event description:
The worsening spasticity was thought to have been due to baclofen pump failure. A dye injection study showed that the dye did not enter the intrathecal space. The initial intended procedure was pump replacement via left abdominal wall incision and replacement of the sutureless adaptor from tubing.

Manufacturer narrative:
Concomitant products: product ID 8578, lot # n115011, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot # l60852, implanted: (B)(6) 1999, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.